Event description:
The customer reported an error condition of hemoglobin incomplete and failures of the daily check when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and identified the hemoglobin cuvette required replacement. The fse replaced the hemoglobin cuvette, and verified instrument performance. (B)(4).